Manufacturer narrative:
The technician inspected both the nurse call and the bed exit functions and found they were working properly and a signal is being sent to the nurse call system. The technician could not duplicate the alleged malfunction.

Event description:
The account alleged the nurse call is not ringing at the nurse's station when activating the nurse call on the bed.